Event description:
Complaint that the brakes were not holding. No injury reported.

Manufacturer narrative:
Tech found that the brakes were not holding. Replaced the brake linkage and adjusted the brakes to resolve this issue. Stretcher found in engineering shop.